Manufacturer narrative:
The problem could be traced due to a component failure, but it was not possible to determine the root cause due to missing information and to inconsistency of the reported issue. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.